Event description:
The patient's son reported issues with the pump alarming that the battery needs to be changed too soon and that the cassette was out he had to waste 2 cassettes to get the pumps to run. He did not have the serial number of the pumps as he was not with the patient the patient's son reported that the product fault occurred while in use with the patient. There was no injury reported. The device is not available for investigation and a replacement was not received. The patient has a backup device they were able to switch to and was able to successfully continue their infusion. This is a continuous infusion and there are no missed doses. The infusion is life-sustaining. The outcome of the event was resolved. Indication: secondary pulmonary arterial hypertension. Reported to (B)(6) by: patient/caregiver.